Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos were sent showing a gel layer fitting the description of the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5054026. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® brand sstä ii tubes containing silica and gel created an oily gel like shaped bubble layer on the serum in the tube. The operator stated this layer made data error and obstructed the testing instruments probe. No serious injury, medical interventions or mucous membrane exposure were reported.